Event description:
Nurse approached omnicell on north side of unit, just after 12 midnight - she entered her user ID which omnicell message stated was "invalid". Then, as she reached or possibly touched the "ok" button on screen with her right index finger, she felt a "huge shock" go through her right thumb, up her arm and to her back. Her thumb was reddened, as if burned. The omnicell went dark, and the nurse went to the emergency room for evaluation. She also went to employee health service in the morning. She went home and was taken off work secondary to "back spasms". She was off one night, and called in the next night due to pain/back spasms. She is still off, and seeing employee health service today for follow-up.biomed was called. They instructed clinicians to call maintenance-electrician. Electrician came up to assess plugs, etc. In the morning, and thought "static electricity" caused the shock. Biomed called again, and clinical engineer came up in the afternoon to evaluate.company (omnicall) came in later in the morning and replaced the "omni box" . The omnicell was placed back on line. Biomed to follow up to evaluate this with the company.